Event description:
It was reported that on x-ray the right ventricular (rv) lead appeared to have perforated the heart. The lead did not capture at maximum outputs in bipolar or unipolar, and r waves were low. It was also noted that the patient was able to feel ventricular pacing in the lower chest area. The lead was repositioned to the rv septum and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).